Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main tower door and drawers failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which located 3 similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station main tower door and drawers failed to open. The field service engineer (fse) powered the station off and disconnected all peripheral from main cabinet then powered back on and ran the hardware test application (hta) and was able to see all the main drawers. The fse powered off and connected auxiliary seven drawer cabinets. Ran hta again and able to see all drawers in both cabinets. The fse continued hooking up peripherals until all were connected and all operational. The system functioned as intended after the field service engineer repaired the device.